Event description:
It was reported that during reprocessing a tenaculum forceps instrument, the shaft was splintering. Nothing reportedly fell into a patient. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument tube was found with splintering and slight material removed at the distal end of the main tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.